Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise, the right ventricular (rv) lead integrity alert, and unexpected delivery of a ventricular tachyarrythmia therapy. Analyst commented, beginning (B)(6) 2015, 1347 ventricular short interval counts (sic); ventricular tachycardia (vt) non sustained episodes and ventricular fibrillation (vf) detected episodes with oversensing due to electromagnetic interference (emi)/noise. Vf detected episodes with inappropriate shocks. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more vt non sustained episodes and sic greater than or equal to 30 in 3 days. (B)(4).

Event description:
It was reported that during use a right ventricular (rv) lead integrity alert (lia) triggered due to patient undergoing (electrotherapy), mostly used for treating painful syndromes and extra-articular rheumatism. The rv lead remains in use and no patient complications have been reported as a result of this event. The patient is a participant in the (B)(4) study.